Event description:
It was reported that the patient had suffered a stroke. The patient underwent a computed tomography scan. The patient was referred to a neurologist and was being treated accordingly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H6: codes corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed as no log files were provided for review. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. B, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, pericardial fluid collection, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: event date corrected. H6 - adverse event problem codes updated no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was diagnosed with an ischemic stroke via multiple CT scans. After implant on (B)(6) 2025 that patient faced issues of bleeding and had a few hours of low flows. The patient was reexplored two times and treated with factor vii to stop bleeding. The patient did not wake up appropriately. "Hardly" some movements on voice command or pain stimulation. The neurological team was involved and suggested the CT scans. The patient was being treated under neurology care and physiotherapy with the heart team. The patient had shown improvement and was currently on t-peace support with 2-3 liter per minute of oxygen support. The patient was stable with stable parameters and some movement in their hands and legs with physiology.

Manufacturer narrative:
Section b2 correction. Section h6 correction: health effect - impact code 4643 - blood transfusion added. Section h6 correction: medical device problem code 2993 - adverse event without identified device or use problem added. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On (B)(6) 2025 it was stated that the bleeding was generalized. The low flow alarms were stated to be due to the bleeding. The patient was treated with blood and blood products. Factor vii was given. Both the bleeding and the low flow alarms resolved.